Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving shocks. ECG revealed spurious signals, which could not be reproduced. Lead anomaly was suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.